Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient is deceased and that the death is related to the implantable pulse g enerator (ipg) system. Further review of the manufacturer's database noted the patient died 4 days post implant of the device system. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.